Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaws locked during the procedure and then would not unlock. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The customer reported complaint was not replicated nor confirmed. Upon visual and microscopic inspection, no damage was found to the wrist assembly. No cable damage or misalignment of grips was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in at directions. The grips opened and closed properly and performed grip function successfully. The instrument was fully functional.